Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation is a non-healthcare professional. (B)(4).

Event description:
Ppf and medical records received. After review of medical records, the patient was revised for chronic infection. Operative notes found no purulence and no necrotic material other than just a little bit around the superficial portion of the wound where the drainage is coming out. The liner product is non-depuy. Doi: (B)(6) 2011; dor: (B)(6) 2011; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.